Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. On the 6th firing the assisting surgeon closed both handles simultaneously to remove instrument from trocar. The next firing was ok. On the 8th firing, the black firing handle broke off the instrumetn. Opened new instrument to complete cse. Fired 3x without difficulty. There was no consequence to the pt.